Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date- 2008, inratio - 5.4, lab- 3.9; date- 2008, inratio- 6.3, lab- 3.9. The pt also repeated the test with two different hemosense meters. The results are as follows: old meter 5.4; new meter 6.3; average 5.85; stdev 0.64; %cv 10.88.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date- 2008, inratio- 5.4, lab- 3.9, mean- 4.65, confident limits- 2.6-6.9; date- 2008, inratio- 6.3, lab- 3.9, mean- 5.1, confident limits- inaccurate. Rev.2 for the test 1, the inratio and lab values are within the confident limit. For the test 2, the mean is greater than 5.0 and difference between the inr's is greater than 2.2. The product will be investigated. Also the pt has marfan's syndrome, an uncommon hereditary connective tissue disorder that results in abnormalities of the eyes, bones, heart and blood vessels. Also the caller repeated the test in two different inratio meters. The results are as follows: old meter 5.4; new meter 6.3; average 5.85; stdev 0.64; %cv 10.88. Rev.2 section 8.2, the acceptance criterion for imprecision is a %cv of 20 or less. The %cv for this event is less than 20%. So criterion is met.